Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 9.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that patient faced nine infusion sets leakage events.the infusion set was in use for 2 days.the patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Supplemental report 01- (B)(4) - MDR 3003442380-2025-18902. The initial MDR with manufacturing report number (3003442380-2025-18902), was submitted on 11-jan-2026. Upon completion of the investigation, the manufacturing date was updated as 06-dec-2023. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 05-mar-2026 against "lot number 6004686 and similar malfunction codes: leak between tubing and pump connector/hub - detachment/significant wetness, tubing detached from hub. Leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The review confirmed that lot 6004686 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search - a query was run in the eqms on 05-mar-2026 against "lot number" criteria equal 6004686 and similar malfunction codes leak between tubing and pump connector/hub - detachment/significant wetness, tubing detached from hub. Leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6004686 was manufactured according to the work instruction (wi) version 109 and manufactured in the line 09 on 06-dec-2023 with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 3l04324 was manufactured according to the wi version 57 and manufactured in the machine sc03, on 08-jul-2025, with a total of (B)(4) units. Non-conformance (nc) 1792717 work instruction (96) for inspection and packaging distributed on english version, is not associated to reported issue on this complaint. Therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review identified minor findings. They were managed according to procedure and did not impact compliance; no issues noted visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6004686 and related malfunction codes for leak issues. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.